Event description:
Reporter indicated that a patient who had vns implanted for treatment of depression began to have seizures after implantation of the vns device. It was also reported that patient was hospitalized for seizures on three separate occasions, and at one time patient was "unresponsive and blue". Follow up with the reporter indicated that the patient's family has a history of seizures, although the patient had no personal history of seizures prior vns implant. It was also reported that the patient has history of heart arrhythmia and "many psychological disorders". The reporter did not have any additional information.